Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose of unknown. Customer reported that they was just discharged from the hospital and had not used the insulin pump and when they tried to use it, the insulin pump would not recognize it. Customer reported that there was sensor bent. The insulin pump will not be returned for analysis.